Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. Pre-procedural imaging revealed an anatomical variation: the patient had a right-sided aortic arch without dextrocardia. This finding was reviewed by the attending anesthesiologist, who requested a team discussion to reassess the procedural approach. After thorough evaluation, the team concluded that the absence of dextrocardia allowed the procedure to proceed as a standard laac. Further imaging identified a significantly dilated left atrium (la) and noted that the aorta was compressing on the la. The team proceeded with the transseptal puncture (tsp). The physician aimed for a mid-mid septal puncture, targeting the thinnest portion of the interatrial septum. However, imaging revealed a very limited window for visualization, making precise localization challenging. The initial tsp attempt failed to achieve left atrial access. Four additional attempts were made, but the device was unable to cross into the la. After the fifth attempt, a pericardial effusion was observed on imaging. A pericardiocentesis tray was requested, and approximately 720 ml of blood was drained from the pericardial space to stabilize the patient. Following the pericardiocentesis, imaging conditions improved, and the septal anatomy became more clearly visible. However, due to the complication and associated risks, the physician made the decision to abort the procedure.